Event description:
Pt sustained ruptured pulmonary artery during right heart catheterization. Family refused autopsy. Using the modified seldinger technique, the right femoral artery and right femoral vein were entered. A #7 french sheath was placed in the right femoral vein. A #7 french arterial sheath was placed in the right femoral artery. A 7 french flow directed swan-ganz catheter was then advanced through the pulmonary artery position. A #6 french amplatz l1 catheter was then advanced over j-tipped guidewire to the central aorta. Simultaneous femoral arterial and central aortic pressures were obtained. The amplatz catheter was then advanced to the left ventricle over a j-tipped guidewire. Thermodilution cardiac outputs were obtained. The swan-ganz catheter balloon was then inflated and the catheter was advanced to the pulmonary artery wedge position. During acquisition of the right heart pressures, the pt developed massive hemoptysis. A code was called and the pt was intubated. Despite aggressive treatment, the pt expired. Discussion: hemodynamic data demonstrates pulmonary hypertension and mild aortic stenosis. The pt did develop massive hemoptysis during the right heart catheterization due to a ruptured pulmonary artery.